Manufacturer narrative:
A spacelabs field service engineer was dispatched for further investigation. Log files reviewed by spacelabs product specialists and software engineers showed a video card issue. Performing a hardware restart reset the displays, restoring the displayed data. The device passed all tests and was returned to service. This report is considered complete and this particular matter closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, all screens went blank on the telemetry central monitor while in use. The customer biomed performed a hardware restart on the central monitor to resolve the issue. No injury was reported as a result of this event.